Event description:
The customer reported unable to acquire v2 lead ECG. There was no reported adverse pt impact.

Manufacturer narrative:
(B)(4). The customer reported unable to acquire v2 lead ECG. There was no reported adverse pt impact. The philips repair bench elevated the device and was unable to recreate the reported problem. No trouble was found. The device passed all performance assurance testing and was returned to the customer. Based on the customer's report, we are considering this a malfunction. We cannot determine the cause because tye symptom was not duplicated. As of (B)(6) 2012 the customer has not reported any further trouble with this device.